Event description:
It was reported that the patient went to the emergency room after hearing device tones. The atrial lead impedance decreased and is now low. The right ventricular (rv) pacing impedance also decreased and is now low. The high volt impedance on the rv lead has increased and is now high. The electrogram shows noise. Both leads are still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.